Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Threshold was elevated few days after implantation procedure. Since it was captured at 5.0v / 0.4ms, it was determined to be a perforation only at the screw portion. As shunt blood flow was confirmed by ultrasound, the chest was surgically opened and a patch repair was performed and the lead was explanted.